Event description:
The customer reported that the frayed inner green wiring of the retractile cable of the mts centrifuge was exposed. The customer indicated that the issue was discovered during routine yearly maintenance. An exposed or broken wire may have the potential for electrical shock or fire.

Manufacturer narrative:
The customer was instructed by ocd customer technical services (cts) to discontinue the use of the instrument. The replacement retractile cable part number was provided to the customer. This customer has not logged any complaints against this instrument since this incident. Product labeling cautions the user of the risk of electric shock involved in servicing the instrument. Product labeling provides the user with the proper procedure to follow when repairs are necessary. The root cause for the damaged wire is unk.